Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer had blood glucose levels of 422 mg/dl and 300 mg/dl. The customer was treated with manual injection and bolus from the insulin pump. The customer declined troubleshoot for the pump. Customer reported that the tubing had disconnected from the infusion set. The customer was advised to change the infusion set. The customer was advised to return the infusion set for analysis. The insulin pump will not be returned for analysis.